Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a symphion fluid management accessory device was used in a hysteroscopy procedure performed on (B)(6) 2017. According to the complainant, during set-up, the pressure sensor failed. The procedure was completed with another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.